Event description:
Customer reported via phone call that the insulin pump is not delivering insulin properly. The blood glucose reading is 18.5 mmol/l. Due to inaccurate insulin pump settings resulted in unexplained blood glucose readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.